Manufacturer narrative:
(B)(4). It is currently unknown if the device is to be returned.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the patient underwent a revision due to plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10 device available for evaluation? Yes returned to manufacturer. H3 device evaluated by manufacturer? Yes. H6 method code(s): 10 - 3331 - 4109. Complaint sample was evaluated and the reported event was confirmed. Product was evaluated and the plate was found to be fractured. No root cause could be determined. Reference (B)(4).

Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: b4: date of report: 27 feb 2020. H4: 18 may 2016. H6: updated method codes: 3331, 4109 and 4114. H6: updated results codes: 3252. H6: updated conclusion codes: 4315 . Complaint sample was not returned for evaluation. Reported event was not confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.